Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2011. The patient's anatomical form was suitable for endovascular repair. After the main body graft was placed, blood leakage from the hemostatic valve was not observed since the dilator tip was positioned in there. When the delivery system was removed from the sheath for ballooning before inserting the iliac leg, blood leaked. The valve rotator was rotated to be closed position, but blood kept leaking. The sheath was replaced to a 16fr sheath when a balloon catheter was withdrawn. A total of 480cc of blood leaked. Blood transfusion was not required and the procedure was completed. The patient is fine after the procedure.

Manufacturer narrative:
Blood loss is labeled in the IFU. Valve leaks are not specifically address in the IFU. Event evaluation: still under investigation.